Event description:
The email received for the (B)(4) study indicated that the patient was admitted with unstable angina. Initial cardiac enzymes and EKG were normal. The patient underwent cardiac cath and stenting of the first obtuse marginal on (B)(6) 2010. The procedure went without complications. The next day, post-index procedure, the patient's cardiac enzymes were elevated. EKG remained normal. The patient denied chest pain, but due to elevated enzymes the patient was not discharged until one day later, and the diagnosis was changed to nstemi. No treatment was given, and the event resolved without sequelae. The event was noted as unrelated to the implanted stent, and possibly related to the index procedure.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient underwent coronary cypher stent implantation and suffered chest pain and mi (myocardial infarction). This is a (B)(6) female, with medical history including hyperlipidemia, diabetes mellitus (type ii controlled with oral antidiabetics), allergy, fuch's corneal dystrophy, diverticulitis, systolic heart murmur, peripheral neuropathy, gastroesophageal reflux disease, atrophic vaginitis, and past smoker. At the time of the index procedure, the patient was admitted to the hospital with unstable angina although the initial cardiac enzymes and ECG were normal. Coronary angiography revealed double vessel disease, but the index target site was first om (obtuse marginal) branch. The lesion was described as proximal, type b2, de novo, vessel diameter 2.25 and 18 mm in length and 95% stenotic. The target lesion was pre-dilated and a cypher rx 2.25 x 23 mm was implanted without reported difficulty. The day after the index procedure, the cardiac enzymes were elevated but the ECG remained normal. The patient denied chest pain, but due to elevated enzymes the patient was not discharged and the diagnosis was changed to nstemi. No treatment was given, and the event resolved without sequelae. The event was noted as unrelated to the implanted stent, and possibly related to the index procedure. Approximately (B)(6) month post index procedure, the patient reported experiencing left-sided chest pain that was diagnosed as non-cardiac in nature. This pain was not consistent with the cardiac chest pain previously experienced by the patient. No treatment was given. The study personnel intend to follow this event for further sequelae. The index stent remains implanted and is thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15246175 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction and chest pain are known potential adverse events associated with stent implantation procedures and are listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's unstable angina medical status, vessel characteristics and procedural factors may have contributed to the events. There is no evidence of manufacturing issues that may have contributed to the reported events; therefore, no corrective action is required at this time.